Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour h2, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that during registration they acquired a 1.8 registration accuracy; however, the accuracy was off and showing the instrument in the anatomy when the instrument was on the surface of the skin. The healthcare provider (hcp) verified the patient trackers were not from the list of lot numbering failing to verify. The medtronic representative (rep) switched to another scan and the accuracy was at 1.5 and tracking correctly. There was less than one hour of delay and this had no impact on patient outcome. Additional information was received. The registration seemed to be embedded within the patient, which was suspected to be why the navigation was off.